Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not allow the customer to bolus after breakfast. The customer reported that the insulin pump showed a closed circle. They removed the reservoir out of the insulin pump and was disconnected. They removed the battery out of the insulin pump but it was not responding to the commands. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.